Manufacturer narrative:
The customer reported that a patient had excess swelling after sculpsure treatment on the thighs. The patient was given antibiotics as medical intervention. There is no long term injury anticipated as it is reported that the patient is improving. The device was evaluated and was operating within specifications. Swelling and nodules are known side effects of sculpsure treatment. This is reportable due to the medical intervention of the antibiotics.

Event description:
The patient had excess swelling on her thighs after sculpsure treatment. The patient received antibiotics as medical intervention.